Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer' blood glucose was unknown. The customer's mother will advised the patient to call us in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.